Event description:
It was reported that a user of the ilet bionic pancreas experienced glucose fluctuations and avoided meal announcements due to concern that meal boluses delivered too much insulin, and the user also frequently paused insulin delivery. Symptoms included dizziness, blurry vision, and feeling nervous associated with a documented low glucose of 61 mg/dl, which the user treated with oral carbohydrate. Outcomes included hypoglycemia without hospitalization. Investigation included troubleshooting and education focused on reducing unnecessary pauses, avoiding overtreatment of lows, and arranging follow-up with a spanish-speaking specialist to review device reports and settings. Investigation of this case revealed that user-related behaviors, including frequent pausing and not announcing meals, were likely contributing to variable glucose control and hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.